Event description:
Healthcare professional reported right side deflation caused by mammogram. This event has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b2, b3, b5.

Event description:
Healthcare professional reported "rupture/deflation". Healthcare professional later reported "deflated when receiving a mammogram". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.